Manufacturer narrative:
The device did not return for eval. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The technician placed the rhv and flushed the catheter with saline when she noticed a leak in the plastic hub. She initially set it aside for return and eval but accidently threw it away after the case. The nurse explained that she did not feel she overtightened the catheter on the rhv and that the crack was in the middle of the hub.